Event description:
It was reported that prior to a routine angiogram irregularities were noted on the patient's electrogram (ECG) with noted non conducted p-waves and no ventricular pacing delivered with suspect loss of capture and lead dislodgement. Therefore the lead was removed and replaced with a new lead. Post connection of the lead, the device failed to provide pacing with suspected loss of output from the ventricular channel. Therefore the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed and not anomalies were found. (B)(4): helix blocked by guide tooth, the outer insulation had a cosmetic cut, the helix was distorted/bent, the guidetooth was damaged, there was apparent explant damage, and blood was noted on the helix mechanism; full lead returned and analyzed.